Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The patient complains the device will not turn on and has been experiencing difficulty breathing and shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged device will not turn on/device not functioning, difficulty breathing/short of breath, burning/smoke/electrical odor. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Corrected information provided in sections a1 (patient indentifier added) and h6 (health effect clinical code). Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 01, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged device will not turn on/device not functioning, difficulty breathing/short of breath, burning/smoke/electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not confirm any failure of the trilogy100 ventilator. There were not any critical error codes in the event log. The manufacturer concludes that there were no problems with this device regarding the reported issue and the device functions as designed. In this report, section d9, h3, h6 has been updated.